Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a presenting electrogram where right ventricular beats were functionally blanked by cross chamber blanking and marked as a noise event. Programming options were recommended for this crt-p that remains in service. No adverse patient effects were reported.